Event description:
It was reported that pump malfunction occurred without any notable event beforehand and customer experienced very high blood glucose, with meter showing ¿high¿ but no specific value was known. No additional information was received regarding any longer-term outcome of the event. Customer gave correction insulin by injection using multiple daily injections, contacted healthcare provider, temporarily stopped using pump, then later turned pump back on when it appeared to work, and tandem technical support arranged replacement pump.